Event description:
Caller indicated the relion micro meter was giving low readings. Caller stating that her husband has had a few instances where the meter will give a reading of 20mg/dl and that he knows this isn't correct based on how he is feeling. So he retests and the results were 165mg/dl. Unable to find user error. No treatment given, no symptoms. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.